Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with implantation of a 3.5 x 23 mm xience v stent in the proximal right coronary artery (rca). Post stent implantation, angiography was performed and noted a dissection, evidenced by haziness, at the target vessel proximal to the study device. An additional stent was implanted to treat the dissection. The dissection resolved the day of onset. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.